Event description:
The physician attempted arteriotomy closure with the closer s 6fr device following an interventional procedure. The pt had thin subcutaneous tissue (about 3mm) and following the use of the device, "there was dimple at the centesis site." The physician inspected the "dimpled" area in the skin and found that the posterior needle had sutured the skin approximately 1mm out from the arterial puncture. The "dimple was removed by dissection" and "hemostasis was achieved by using the closer s." Approx four hours following the procedure, "oozing was confirmed" at the arteriotomy site and manual compression was applied. Approx twenty four hours following the procedure, a hematoma of unspecified size was noted at the arteriotomy site. The pt remained hospitalized and the following day when the bed was elevated at 40 degrees, the arteriotomy site began to bleed. The amount of blood loss was not specified. Manual compression was held at the site and a vascular surgeon was contacted. The pt was taken to surgery where a patch graft of the artery was performed. There were no reported adverse pt sequelae. Though requested, no additional info was provided.